Event description:
The pt had a precise rx stent placed in the right distal common carotid in 2007. In 2008, the pt had a stroke (intracerebral/subarachnoid hemorrhage). The onset was sudden. The pt had left side hemiparesis and hemitaxia. Emergency cea surgery was conducted and the neurological deficit was permanent, with partial, minor residual.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.